Event description:
It was further reported that target lesion 1 was 90% stenosed prior to implantation. Final stenosis was 0% after implantation. Intervention to the concentric stenosis of the 1st diag was not attempted due to the previous dye load. It was noted that the syncopal episode was most likely related to an arrhythmia. CT scan of the chest (date unk) showed atelectasis. Of note, the pt requires supplemental oxygen. The pt was admitted, 49 days post index procedure, to the hosp with a five day history of lower extremity cellulitis and "severe pvd with impending gangrene" of the right foot. Of note, the pt had a kown medical history of severe chronic lung disease, pulmonary hypertension, and severe cad. The pt was treated with IV antibiotics and IV heparin. An abdominal aortorgram 50 days post index procedure revealed bilateral severe pvd with distal runoff. It was decided that the pt was not a candidate for surgical revascularization and amputation was planned for 52 days post index procedure. A right femoropopliteal bypass graft was in fact attempted. (Date unk) in spite of surgical intervention the pt's right foot worsened. The pt underwent a right below-knee amputation 55 days post index procedure. Post procedure the pt became hypotensive, and required aggresive fluid and dopamine support. Pt continued to be treated with antibiotics. Pt's condtiion further deteriorated and pt required cardiorespiratory support. Because the pt was on anticoagulants, a CT scan of the abdomen and pelvis (date unk) was performed. It failed to reveal any evidence of intraperitoneal hemorrhage. The pt remained hypotensive and oliguric without adequate diuresis. Thhe pt continued on a ventilator.

Event description:
Clinical study: it was reported that 60 days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure treated one target lesion. Target lesion 1 was a 2.5 mm vessel diameter, 95% stenosed region of the proximal circumflex artery (cx). The lesion was 10.0 mm in length and had mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5 x 16mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment. The pt was discharged from the hosp three days post index procedure receiving asa and plavix. The site reported that the pt expired 60 days post index procedure. No autopsy was performed. The cause of death was listed as cardio respiratory failure. In the opinion of the physician there was an unk relationship between the target vessel and the death.